Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 37.44 miu/ml accompanied by a data flag. Because of this result and the fact the patient was pregnant; the customer requested a second blood sample to test. On (B)(6) 2014, the result from the second sample was 10000 miu/ml accompanied by a data flag. On (B)(6) 2014, the original sample was repeated and the result was 10000 miu/ml accompanied by a data flag. The result of >10000 miu/ml was reported outside the laboratory. Information on whether there were deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results was requested but not provided. The patient was not impaired by this event. The hcgb reagent lot number was 175098. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Based upon the information provided, an issue with the reagent, calibration, or quality control was unlikely. The instrument performance checks were within specification. An instrument issue is not a likely root cause. It was noted pre-analytical sample handling is a likely root cause as the customer was not following the sample tube manufacturer's centrifugation recommendations.

Manufacturer narrative:
This event occurred in (B)(6).